Event description:
I had no problem fitting the protector. Protector came apart (in 2 pieces) after wearing it for 3 weeks. Apparently I bit down too hard during the fitting process, but the instructions said to. Sorry--I didn't keep the receipt.